Event description:
A doctor alleged that multiple patients had been diagnosed with a failed root canal after endodontic treatment with the realseal product; however, they have not yet received retreatment.

Manufacturer narrative:
Although the doctor identified nineteen (19) different lots associated with the root canal failures, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4813285, ge1112880, 148619, ge11121126, ge13070814, ge1106545, 179384, 196520, 190941, ge12081293, ge1208757, 171566, 179385, 190789, ge1208623, ge12021218, 121345101, 081349289, and 011111998. Specific patient information with regard to exact number affected, gender, age, and weight was not provided by the office. Sybronendo has requested that the customer report any new information with regard to these patients. An update will be provided if any new information becomes available. The products involved in the alleged incidents were returned and a visual evaluation was performed, yielding results within specifications.